Event description:
It was reported, "inside the insert of the cone body packaging, an eyelash or small hair was found."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer because it was discarded. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR.# 9616680-2009-00406.